Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source had b30 error and image intermittently. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support suggested to: rule out reprocessing methods that may leave the scope wet or with residue on the one connector. Use the esc key on the maj-1921 keyboard to temporarily quell the error code. Avoid hot swapping of scopes. Methodically insert multiple known reliable scopes into the tower to see whether the phenomenon can be recreated. Blow air into the clv socket using maj-2087 or equivalent to dislodge debris and remove and reseat maj-1933 and maj-1941 cables to defeat oxidation.. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.